Manufacturer narrative:
(B)(4). The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Bwi products in use for the procedure were: carto 3 system: ser# (B)(4); stockert generator: ser# (B)(4); cool flow pump: ser# (B)(4); lassonav catheter: cat# d13430, lot# 17046760l; soundstar catheter: cat# sndstr10, lot# OEM; cs ez steer catheter: cat# bd710fj282ct, lot# 16087062m. (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) procedure, the patient developed a pericardial effusion. A pericardiocentesis was performed in which 280 cc's was removed from the pericardial space. The patient was stable and transferred to the ccu for observation. The physician was not sure when exactly or with which product caused this event due to the fact that the patient was stable throughout the procedure. The power on the rf generator at the time of injury was 30-35 watts.

Manufacturer narrative:
(B)(4) it was reported that during an afib procedure the patient developed a pericardial effusion. A pericardiocentesis was performed in which 280 cc's was removed from the pericardial space. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3 and coil disconnection tester. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The sensor coils resistance was found within specifications. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.